Manufacturer narrative:
As received, a complete lead was returned in one piece, measuring 86.5 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited no capture. Fluoroscopy showed lead dislodgement which in turn caused the no capture. The lead was explanted and replaced. The patient was discharged on (B)(6) 2019.